Event description:
Information received a smiths medical silicone - bivona tubes neo/ped flextend incident of emergent trach change was needed due to the flange tearing. This would be risk for loss of airway control. Flange on side hold device in place.